Manufacturer narrative:
Date of report : 13jun2019, date rec¿d by MFR :12jun2019. The manufacturer¿s international service technician confirmed the reported issue. The oxygen concentration was out of the allowable range. The manufacturer¿s international service technician replaced the defective flow sensor to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 30april2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported o2 flow out of specification. The value for the oxygen concentration accuracy test was set at 100%, confirmed the measured value was 93.1% against the allowable range which was from 95% to 105%. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified.

Manufacturer narrative:
Date received by MFR: 12aug2019, report date: 14aug2019. The replaced gds (gas delivery system) assembly was returned and failure investigation was performed on (B)(6) 2019. During troubleshooting, the u1 component on the air flow sensor pcba (printed circuit board assembly) was found to be defective. It was determined that the defective u1 on the air flow sensor pcba caused the air flow accuracy, o2 (oxygen) flow accuracy and o2 accuracy tests to fail.